Event description:
Customer reports intermittently the device displayed a fault condition. Malfunction occurred during daily testing. No patient involvement. Service representative duplicated the reported malfunction.